Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. It was noted that the helix appeared deployed on the chest x-ray but was easily pulled out when doing a lead revision. It was also noted that the rv lead was ¿shallowly¿ placed on the rv apex. It was further reported that one day post lead revision procedure, the rv lead had high threshold measurements and the sensing values were jumping around. The lead was explanted and replaced. No patient complications have been reported as a result of this event.